Event description:
The manufacturer was contacted in reference to a malfunction of a oxygen concentrator. The manufacturer alleging a burnt prongs due to device being plugged into a bad receptacle. There are no allegations of patient harm. Medical intervention was not specified. A device was returned to the manufacturer for evaluation. During the evaluation of the device, the device was visually inspected and found evidence of a burnt, warped prongs due to a lack of preventative maintenance/servicing (duty of care) . During the evaluation, it was reported the thermal issue was due to user error.